Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Per the info received, there are a total of six unused products to be returned. Additional info has been requested, however no event details have been received to date. An analysis on the returned samples provides was measured and did not perform to our requirement based on the evaluation where the curvature of the tube was found not within specification. Based on the investigation, the complaint issue has been feed back to our manufacturing personnel and corrective action has been assessed as part of the trackwise record. An investigation was performed that consisted of a review of the assembly record which indicated 0.7% bending was detected during the inspection process. These defective parts were rejected and discarded. A review of the risk assessment file does cover potential cause and it's controlled. A review of the complaint trend was performed from 2009 to ytd august 2014 with not significant negative trend observed. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the tubal angle was found too straight to use before usage.